Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks, gouges, and scratches were noted from previous uses. Fracture is confirmed on one side of the u-joint. Fractured piece was not returned with device. No other damage was noted. The u-joint was submitted for further analysis. Analysis determined an overload mode of fracture. The composition of the instrument was consistent with 440 stainless steel grade. The complaint was confirmed based on the evaluation of the returned device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event infomration to report at this time.

Manufacturer narrative:
(B)(4). G2: canada. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after a procedure, a metallic piece was showing in the x-ray. The patient was re-opened, and the piece removed. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.